Event description:
The product was used during a mini laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed and the clips scissored. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.